Event description:
It was reported that the patient experienced a cerebral hemorrhage. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted on (B)(6) 2024. The procedure was completed successfully with the closure device implanted in the laa. At the beginning of (B)(6) 2024 (around (B)(6)) it was noted that the patient experienced a cerebral hemorrhage. The patient was on a medication regime of a half dose of anticoagulation (eliquis), and after the onset of cerebral hemorrhage, the medication was changed to 15 mg of lixiana. No further information was provided.

Manufacturer narrative:
B3 date of event: event date estimated as 10/01/2024 as the event was noted to occur at the beginning of (B)(6) 2024 ((B)(6) timeframe).